Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the slides were damaged, and the bearing cage was hanging out of the back. The field service engineer (fse) replaced the slides on drawers and tested the drawers operation in the hardware test application, confirming proper function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 was jammed and failed to close. The customer confirmed that the system prompted them to clear the obstruction; however, when they attempted to close the drawer, it still failed. The customer attempted troubleshooting by rebooting the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.